Manufacturer narrative:
A product evaluation was completed on the returned pacing catheter. The reported event "balloon burst" was confirmed. Balloon was found to be ruptured with flap. The balloon edges did not appear to match at the ruptured region. No other visible damage was observed from catheter body or returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Although the reported event was confirmed with objective evidence through the product evaluation, a device history record was not reviewed as no lot number was provided. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, a 100% of the units go through a balloon inflation inspection. In the preparation section of the instructions for use (IFU), it is stated that inflation is usually associated with a feeling of resistance. On release, the syringe plunger should usually spring back. If no resistance to inflation is encountered, it should be assumed that the balloon has ruptured. Discontinue inflation at once. The catheter may continue to be used for hemodynamic monitoring. However, be sure to take precautions to prevent infusion of air or liquid into the balloon lumen. The IFU provides instructions to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion. Lastly, the warnings section of the IFU states that pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume. The lot number for this device was not provided, therefore, the full UDI number is not available. The primary di number is: (B)(4).

Event description:
It was reported that the balloon of a pe075f5 burst before use. There were no patient complications reported.